Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver correct insulin amount. Caller stated she experienced elevated blood glucose level of 14 mmol/l; took correction via pump without success and only when she used the insulin pen did the blood glucose level go down. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.